Event description:
It was reported that "ord inserter was sticking as the surgeon was attempting to insert a longer rod. Rod inserter snapped while surgeon was attempting to get it moving again."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental.